Manufacturer narrative:
The pressure transducer subject of this complaint is not available for return to steris for evaluation. Without the return of the complaint device, the cause of the reported issue cannot be determined. No additional issues have been reported.

Event description:
The user facility reported that their v-pro max 2 sterilizer alarmed due to a pressure transducer issue. As this was the user facility's only available sterilizer, instruments in the affected cycle could not be processed timely, which resulted in procedures being postponed. No report of injury.

Manufacturer narrative:
The steris service technician arrived onsite following the reported event to the inspect the v-pro max 2 sterilizer and found that the unit's pressure transducer was not functioning properly and required replacement. The technician replaced the pressure transducer, tested and unit and returned it to service. The pressure transducer subject of the reported event is being sent back for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available. No additional issues have been reported.